Event description:
Additional information was received. Further out of range measurements have been observed. The impedance measurement averages were high, however there was no peak value. This system remains monitored. No defibrillation threshold (dft) testing has been performed.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
(B)(6) months later, a similar out of range shock impedance measurement was reported. An internal technical service consultant was contacted regarding this value. The right ventricular electrical parameters and impedance measurements have been stable. The arrhythmia logbook did not reveal any noise episodes. As the lead configuration is distal to can, it was thought this was a normal value for this lead and there was no lead integrity issue. A decision was made to further monitor this system.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead caused a latitude red alert to be declared due to a high out of range shock impedance measurement. During device interrogation, other measurements (sensing and pacing values) were within normal range and no lead issues were suspected. The highest shock impedance value was 127 ohms and according to the daily trend, the average shock impedance was 100 ohms. The pacing system remains implanted with no changes and the patient will be monitored closely. No adverse patient effects were reported.